Manufacturer narrative:
The reported event of failure to interrogate was not confirmed. As received, the device was with battery voltage at end of service (eos) level. The pacer triggered backup operation consistent with low battery voltage. Electrical analysis performed after replacing the battery and re-loading the device code indicated normal functionality. Further evaluation at various pulse amplitude found normal interrogation results with battery voltage and drain current with normal range. Output verification measured all pacing parameters within normal range. Longevity assessment was performed, and the device exceeded projected longevity indicating normal battery depletion. No anomalies found.

Event description:
New information received notes that the device was explanted and replaced.

Event description:
It was reported that patient presented in clinic for routine follow-up. Upon evaluation, it was found that patient's pacemaker was not able to be interrogated through radio frequency (rf) telemetry and inductive telemetry. The device was successfully interrogated after few attempts and removing other devices from the room. The patient status was unknown.